Event description:
It was reported that caller received a minimum fill notification while attempting to load a new cartridge despite having more than 50 units of usable insulin in cartridge. There was no adverse impact to the customer's blood glucose level. Caller confirmed wearing pump in a case and, following technical support instructions, removed pump from case, cleaned pneumatic tap area with alcohol wipe or lint-free cloth, reloaded same cartridge, and successfully resumed insulin delivery.